Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead showed oversensing which appeared to be noise on high rate episodes. The rv lead had a high sensing integrity counter (sic). The leads will be monitored. The leads remain in use. No patient complications have been reported as a result of this event.